Event description:
Information received from the field notes that on the day of the implantation, the patient experienced chest pain and loss of pacing. An x-ray was reported to have shown perforation and a progressive pericardial effusion wass diagnosed. The patient was transferred to another hospital where surgery was performed two days after implant. The lead was seen to be "sticking through the myocardium".